Event description:
The reported issue occurred during a total lapascropic hysterectomy procedure. The surgeon was dissecting the uterus from the internal structures, (bladder, uterine ligament, ovaries) when the smaller jaw of the thunderbeat handpiece broke off. The piece dropped into the abdominal cavity of the patient, was visualized and retrieved using a laparoscopic grasper. The subject thunderbeat handpiece was removed and replaced. The procedure was completed without additional incident. The device prior to use was inspected and no abnormalities found before use.

Manufacturer narrative:
The returned tb-0535fcs (lot#kr867807) was evaluated for ¿probe tip damage error¿ issue. The reported complaint was confirmed. The device is attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed and no abnormalities. The distal end of the device was inspected under a microscope and found the probe tip is detached. The missing/detached part was not returned. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of ¿probe tip damaged¿ is likely attributed to the probe coming in contact with hard or metallic surface during activation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that a thunderbeat probe tip become detached during a total laparoscopic hysterectomy (tlh). There was no injury or patient harm reported.